Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that battery issue while use on a patient on cs300 intra-aortic balloon pump (iabp). No harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed batteries lasted half an hour. The fse replaced main batteries and tested unit. Unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use.